Event description:
A 3.5 mm diameter x 24 mm length driver stent was inserted for treatment in the circumflex artery in 2004. The vessel was excessively tortuous and severely calcified. The lesion was pre-dilated. It was reported that the stent was proximal to the lesion site when a perforation of the artery occurred. The physician removed the stent from the pt. The perforation was repaired with another MFR's covered stent. No clinical sequelae were reported and the pt is reported to be fine.